Event description:
The customer stated that one of the equate - eq tbp esyflx rf 3ct had a medal piece coming out the head. On (B)(6) 2018 consumer stated the metal seated in crooked and it is sticking out. He noticed the metal was sticking out while in his mouth. There is a group of bristles missing.